Manufacturer narrative:
Age at time of event: about 75. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The xxl balloon was used in the iliac vein and it ruptured however, the directions for use states, "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06572. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right iliac vein. A 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at five atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and another 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at five atmospheres, for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing fine.